Event description:
It was reported that the customer had a delivery anomaly on the insulin pump. Customer's blood glucose level was 216 mg/dl. Customer has tried multiple infusion sets and has resolved no delivery alarms with a set change. Customer stated that the insulin was not coming out well and his blood glucose level was higher than it should be. Customer has noticed that this has been occurring for over a month. Customer stated that he was able to upload to carelink at this time. Customer noticed that he saw insulin coming out of the tubing instead of the site. Customer resolved the issue with a complete set change. Customer declined troubleshooting for the leak in the infusion set. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan of manual injections per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test. Unexpected restart error test, displacement test and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, reservoir tub, reservoir tube window and minor scratches on lcd window.